Event description:
A patient reported experiencing increasing pain and an MRI showed the mobi-c implant has shifted forward, compressing the spinal chord. Although the patient stated another surgery would be needed, no revision details were provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation: product was not returned, and no photos or x-rays were provided. Device evaluation unable to be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to improper placement of the implant, unknown patient factors, or postop trauma. DHR review: DHR review unable to be performed as product information is not known. Device use : this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A patient reported experiencing increasing pain and an MRI showed the mobi-c implant has shifted forward, compressing the spinal chord. Although the patient stated another surgery would be needed, no revision details were provided.